Manufacturer narrative:
Updated information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
Per the report received from australia a patient with a 23mm perimount edwards valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of approcimately four (4) years and ten (10) months due to severe regurgitation. A 23mm transcatheter valve was implanted within the pre-existing surgical device with good outcome.

Manufacturer narrative:
The implant date is known only as "2019". Therefore, (B)(6) 2019 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.